Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2204901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f mynxgrip vascular closure device (vcd) was wrapped around the pusher and came out together with the pusher when the doctor retracted the device. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The closing was done by the mynx according to the instructions for use (IFU). The puncture was done under ultrasound. The doctor demonstrates the artery at the beginning and at the end of the procedure and it was normal and not calcified. The procedure was a catheterization of the iliac artery. The device will now be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2204901 presented no issues during the manufacturing process that can be related to the reported event. The picture analysis was completed; but the final approved report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f mynxgrip vascular closure device (vcd) was wrapped around the pusher and came out together with the pusher when the doctor retracted the device. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The closing was done by the mynx according to the IFU. The puncture was done under ultrasound. The doctor demonstrates the artery at the beginning and at the end of the procedure and it was normal and not calcified. The procedure was a catheterization of the iliac artery. The complaint product and a procedural image of the device was received for analysis. During analysis of the provided picture, it was observed that the distal section of the catheter and the side port tubing of the device were inside of a plastic bag. The sealant is exposed to blood and is not in its manufactured position. Blood residues can be observed. No other anomalies of the product were noted with the attached picture. Additionally, a non-sterile mynxgrip vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was returned not attached to the device with the stopcock open, and the procedural non-cordis sheath was observed to be fully retracted on the shuttle cartridge. The sealant and advancer tube were returned separated from the device. The device was returned in the condition of a complete removal of the device. The device was inspected for anomalies that may have contributed to the reported incident, and no anomalies were observed. Visual inspection at high magnification showed that the sealant was soaked in blood, covering the advancer tube¿s distal tip as received. The condition of the returned sealant and advancer tube indicates an over compression of hydrogel sealant over the arteriotomy/venotomy site causing the sealant damage, which may have resulted in the reported failure. The returned advancer tube¿s distal tip was also inspected and observed to be free of damage. The product history record (phr) review of lot f2204901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device and product image. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as over-tamping) may have contributed to the issue reported since the device showed signs of complete device removal and the blood-soaked sealant was covering the distal tip of the advancer tube. It should be noted that if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal, resulting in the sealant being dislodged from the vessel wall. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.